Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown concentration of baclofen at 280 mcg/day via an implantable pump. On (B)(6) 2017, it was reported that the hcp wanted to have the pump examined to see if it was malfunctioning. On (B)(6) 2017, the patient's dose was increased by 10% and since then, the patient's pain has gotten worse. According to the hcp, the patient was having pain in their back and chest, increased spasms, and pins and needles in their hand. The hcp did not believe that the patient was in withdrawal due to the oral baclofen. The patient's symptoms have been "progressively" worsening. The hcp reported that the patient had presented to the ER twice within the previous few days to the date of the report. No other complications were reported or anticipated. The patient¿s concomitant medications included oral baclofen at 10 mg every 8 hours.